Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter was reading inaccurately high and erratic. The complaint was classified based on the customer care advocate (cca) documentation since the reporter and/or patient was unable to be reached by phone for additional information. The reporter informed the cca that the meter inaccuracy began approximately 1 month prior to contacting lfs. The reporter mentioned the subject meter was reading inaccurately high when the patient compared it against another meter (relion) in addition to reading high compared to his feelings and/or normal readings. The patient¿s relative also claimed the patient was obtaining erratic results when performing back to back tests. The reporter was unable to provide any of the inaccurate readings obtained with the subject meter. The patient is on insulin pump therapy. It was noted that the patient was taking an increased dose of insulin in response to the elevated results. On an unspecified date/time after the issue began, the reporter claimed the patient developed symptoms of ¿sick and not feeling well¿. The reporter confirmed the patient did not receive any medical treatment due to the reported issues. At the time of troubleshooting, the reporter confirmed the test strips were in good condition, were not expired, opened past their discard date or stored improperly. The patient did not have control solution available to test the subject meter and/or test strips. Based on the information provided, there is no indication that the reported issues caused and/or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of severe hypoglycemia or hyperglycemia, nor did the patient receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged meter inaccuracy complaints remained unresolved at the time of troubleshooting.